Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty engaging the pump, serial number (B)(6), to the original mini apical cuff could not be confirmed as none of the original products used during implant were available for evaluation. A specific cause for this event could not be conclusively determined through this evaluation. The submitted photograph captured the original mini apical cuff that was initially used during implant. Blood residue was present on the mini apical cuff appeared consistent with its use during the implant procedure. Evaluation of the image could not confirm any issues related to the functionality of the mini apical cuff. Available information provided that the original mini apical cuff was disposed of post operation and was not returned to abbott. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 mini apical cuff kit instructions for use (IFU), rev. E, is currently available. The section entitled ¿surgical procedures¿ explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 left ventricular assist device (lvad). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on 26mar2026 that the original mini sewing cuff was disposed of post operation. The second implant kit and pump opened during this case was used on the set-up table with a new mini sewing cuff, locked on and eventually shipped to abbott for evaluation. None of the originally implanted product was returned to abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the procedure on (B)(6) 2025, the surgeon was unable to secure the heartmate 3 device to the mini apical ring (serial no. (B)(6). Multiple troubleshooting steps were performed intraoperatively, and technical support was contacted for real-time assistance. Despite these efforts, the device would not lock down as intended. Due to concern for a potential issue with the locking mechanism on the pump, and/or the apical ring, an additional kit was opened. Upon opening kit (B)(6) and utilizing the larger apical ring, the original ventricular assist device (vad) was successfully locked and implanted without further issue.